Event description:
Event description cpi received information that a patient with low thresholds was showing intermittent capture. The physician decided to go invasivly and found that there was a subclavian crush on the bipolar endocardial lead (4261 236791). The (4261 236791) lead was removed, and replaced with a sweet tip bipolar lead.